Event description:
It was reported that a patient underwent an unknown procedure. During the process of drilling holes for the disc implant, the drill stopped/broke "when space was compressed". The surgeon had to use a new instrument to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned instruments which could be responsible of the event. Extra load applied to the gears mechanism during the cut of the vertebral endplate may induce an important friction wear responsible of the damage of the gears teeth and the metal debris up to the locking of the cutter mechanism.